Event description:
Pt's attorney reports device fractured and the pt was revised in 99. Date of injury: 11-6-98. The co did not receive any pt age/height/weight details. Attorney will forward x-rays. Device being evaluated. Problem discovered during april, 1999.